Manufacturer narrative:
In this particular incident, in speaking with the user it was initially learned that the consumer alleged that she sustained a concussion. However, new information confirms that the consumer did not seek medical attention. The consumer was coming out of the bathroom and her leg gave out and needed to sit down. She engaged the breaks and sat down on the unit. The consumer then released the brakes and pushed backwards. The caster allegedly broke causing her to fall backwards. The consumer did not go to emergency room. The consumer was coming out of the bathroom and her leg gave out and needed to sit down. She engaged the breaks and sat down on the unit. The consumer then released the brakes and pushed backwards. The caster allegedly broke causing her to fall backwards. The consumers height is (B)(6). The consumer did not go to emergency room. The original is due back for inspection. The consumer has a new unit by an alternative manufacturer. The consumer had the original unit for a year. (B)(4). No RMA has been initiated for this issue. Model 65851b serial number/date code is unknown. The owner's manual part number 1148077 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
The dealer reported an event that consumer fell down and that casters folded under and she fell and hit her head and caused concussion. Also the dealer was not sure if she went to the hospital.